Event description:
It was reported that during a colon resection procedure, the device was used to close the inner otomy after the anastomosis was made. In 2008, the patient presented severe abdominal pain and was taken back to the or. During exploration, a leak was found coming from the end of the device staple line as the staples did not cover the otomy all the way. The staples were not malformed or missing. Sutures were used to oversew the staple line. Patient was released from the hospital on four days later.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.